Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. On the device there are no mechanic or electric defects detected. The heating elements which are polluted and glued with guttapercha, were cleaned. No further faults were detected.

Event description:
It was reported that while using a thermaprep 2 oven, a dental assistant received an electric shock; no injury resulted.